Event description:
A report was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had passed away, cause of death is not known.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70 serial # (B)(4) description: artisan 2x8 lim, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason the patient was originally scheduled for explant was due to inadequate pain relief. There was no device failure or device involvement in the patient's death. The physician does not know the cause of death.